Manufacturer narrative:
UDI # (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, jagged calcium in the annulus may have contributed to the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During deployment of a 29mm sapien 3 valve, upon full inflation with nominal volume the balloon ruptured. The delivery system was removed intact. The valve was deployed and an echo revealed trace paravalvular leak (pvl) and no rupture or effusion was noted. There was no sinus rhythm changes noted on the EKG. Unfortunately the system will not be returned as it was accidentally thrown away. The native annulus diameter measured 27.3mm x 27.6mm with an area of 600mm² by CT. The native annulus was moderately calcified, and the leaflet was moderately calcified. The sinotubular junction (stj) diameter was 31.9mm with mild calcium. Per report, a jagged piece of calcium may have contributed to the balloon burst.